Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Problem description (B)(4). Please refer to file #(B)(4) from (B)(6). Problem description (B)(4). (B)(6) did not have the serial number of the device. He had a general question about "water damaged" on msiii infusion pump. The pump was totally submerged in the water, internally all the circuit boards are corroded. He would like to know if we still repair this kind of unit. I told him if he send it in, we will rebuild the unit. It will be parts + labor charge. I emailed him all the internal parts list with price quote.